Manufacturer narrative:
Investigation findings: the shaver handpiece was received for eval and the reported problem was confirmed. Further investigation found the handpiece has the potential to activate on its own, related to pc board failure. A design change has been implemented to address this failure mode. To date, there have been no reported injuries associated with this failure mode. Conmed linvatec will continue to monitor this product for failures.

Event description:
It was reported that during use of this shaver handpiece in a video arthroscopy menisectomy, it functioned intermittently. The handpiece was replaced to complete the procedure and there was no injury or surgical delay associated with this event.